Event description:
Procedure type: colon resection. According to the reporter: the surgeon says that the stapler did not form regular staples and that he had to hand sew the anastomosis. There was no bleeding reported in excess of 500cc. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).